Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed (ua) 45 (not at "home" position after power-on/restart) and fault 08 (motor controller fault detected)" was confirmed during the functional testing and the archive data review. Based on the archive, the autopulse platform displayed fault 08, followed by ua45. The autopulse platform stopped during the compression due to fault 08. Upon power off and on, the platform displayed ua45 per design because the encoder position was not at the home position. The root cause of fault 08 was a failed drive train motor, likely attributed to the age of the device. The autopulse platform was manufactured in 2015 and is over seven years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The archive data indicated fault 08 and ua45 messages, thus, confirming the customer's reported complaint. The autopulse platform stopped compressions during the functional testing due to fault 08. Upon power off and on, the platform displayed ua45 per design because the encoder position was not at the home position, thus, confirming the customer's reported complaint. The motor controller's built-in fault detection system signals a fault related to the failed drive train motor. In addition, the brake gap inspection verified the brake gap was within the specification. The drive train motor needs to be replaced to address the customer's reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was deployed for resuscitating a cardiac arrest patient. Upon powering up and after the lifeband retracted, the autopulse platform performed two compressions before stopping and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. No further information was provided. The patient's status information was requested but the customer did not provide a response. The customer tested the device after the patient call, and the autopulse platform displayed fault 08 (motor controller fault detected) before testing and ua45 after the platform stopped compressions.